Event description:
During post-operative programming, it was reported three contacts on the patient's (B)(6) lead displayed invalid impedance readings. As a result, the patient was unable to utilize the affected contacts for therapy relief. The impedance issues were reportedly resolved during a (B)(6) 2012 programming session; however, the following day the patient claimed that she is again unable to achieve therapy from programs which utilize two of the three contacts in question.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.